Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd panel phoenix nmic/ID-307 a misidentification was observed by laboratory personnel. A repeat test was used to confirm the results. There was no reported patient impact. The following information was provided by the initial reporter: customer had a lactose fermenter that was identified as citrobacter. Isolate was taken from macconkey. Isolate was tested on verigene and was identified as e. Coli. Customer repeated isolate from blood plate, and this time it identified as e. Coli.

Event description:
It was reported that while using bd panel phoenix nmic/ID-307 a misidentification was observed by laboratory personnel. A repeat test was used to confirm the results. There was no reported patient impact. The following information was provided by the initial reporter: customer had a lactose fermenter that was identified as citrobacter. Isolate was taken from macconkey. Isolate was tested on verigene and was identified as e. Coli. Customer repeated isolate from blood plate, and this time it identified as e. Coli.

Manufacturer narrative:
H.6 investigation summary this complaint is for misidentification of escherichia coli as citrobacter when using phoenix panel nmic/ID-307 (449289) batch number 1341416. The customer did return photos, lab reports, and isolates for investigation. To investigate, a total of three customer returned panels from the complaint batch were tested using customer returned isolates of escherichia coli (3751) on a phoenix instrument and evaluated for identification results. During investigation, all panels identified correctly as escherichia coli. Additionally, maldi was performed on the customer returned isolate and the identification was confirmed as escherichia coli. This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Bd encourages you to consider the following parameters to optimize results within your laboratory. ¿ qc testing should only be performed on 2nd pass subcultures and avoid using colonies that have been sub-cultured multiple times ¿ isolated colonies are to be used for inoculation and carefully check purity plates to ensure the inoculum consisted of one isolate type ¿ optimum performance comes from using fresh 18-24 hour, well-isolated colonies ¿ ensure proper, sufficient inoculum density ¿ allow bubbles to dissipate after vortexing ¿ properly calibrate the bd phoenixspec¿ nephelometer with in-date mcfarland calibration standards ¿ use swabs with minimal fiber shed ¿ make the proper inoculum density for the inoculum system setting (i.e., if preparing a 0.25 mcfarland inoculum, ensure that the system is set to 0.5 inoculum mode) ¿ volume of ID broth should be visually assessed for any obvious low fills ¿ ensure proper incubation temperature and environment ¿ use the correct media type as listed as acceptable for use in the user¿s manual (note - it is helpful to disclose the media type and vendor when providing the details of the complaint) ¿ handle panels by only touching the sides; touching the front or back of the panels may cause interference in the readings and lead to errors ¿ follow user¿s manual instructions for time limits on pouring inoculated ID broth into the panel and placing the panel into the instrument; extended periods of time outside of the stated limitations may yield errors thank you again for contacting bd and please continue to communicate any further concerns.